Event description:
It was reported via user facility report # mw5079859 that the wire tip broke and remained inside patient's body. A rubicon 14 was selected for use. During procedure, while trying to cross the chronically occluded tibial vessel, it was noticed that 3mm of the tip of wire broke off in the heavily calcified portion of the occlusion. Furthermore, the detached portion did not affect arterial flow or change the patient's condition and was left in place. No further patient complications were reported.

Event description:
It was reported via user facility report # mw5079859 that the wire tip broke and remained inside patient's body. A rubicon 14 was selected for use. During procedure, while trying to cross the chronically occluded tibial vessel, it was noticed that 3mm of the tip of wire broke off in the heavily calcified portion of the occlusion. Furthermore, the detached portion did not affect arterial flow or change the patient's condition and was left in place. No further patient complications were reported. It was further reported that no other devices were used to complete the procedure. No additional interventions were done to remove the device from the patient; the detached portion was not removed from the patient. No patient complications occurred. The patient's status post-procedure was stable.